Event description:
During product evaluation, the pump's air in line printed circuit board (ail pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The facility reported a pump with an unknown failure. This occurred during bio-med testing. Evaluation summary: the condition of the pump's air in line printed circuit board (ail pcb) being out of specification was confirmed. This resulted in the failure that was reported by the customer. The ail pcb was replaced.